Event description:
It was reported via medwatch mw5110796, that the patient had a total knee arthroplasty and presented to the physician's office post op, complaining of continued pain. Follow up x-rays confirmed two foreign bodies in the knee and was determined to be broken pieces of sagittal saw blade that was used during the initial procedure. It was also reported that the patient was brought back into hospital for removal of the blade fragments. It was further reported that the revision procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch mw5110796, that the patient had a total knee arthroplasty and presented to the physician's office post op, complaining of continued pain. Follow up x-rays confirmed two foreign bodies in the knee and was determined to be broken pieces of sagittal saw blade that was used during the initial procedure. It was also reported that the patient was brought back into hospital for removal of the blade fragments. It was further reported that the revision procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.